Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0x200x150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at nominal burst pressure. The procedure was completed with another of the same device. No complications were reported.